Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. It was reported the end user declined troubleshooting. Per reporter residual volume was: 10.2, rate 2.3 and 94.8 was given no adverse patient effects were reported. No additional information is available at this time.